Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller is calling to check all of her husband's settings because his sugars have been high all week and he is in the hospital. The patient's wife is convinced the pump is not delivering insulin properly causing her husband's high readings. No adverse event alleged. A request was made for the return of the device.